Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found an external abrasion at 30.4-30.7cm from the is-1 connector pin. The etfe coating was intact in this area. Internal insulation abrasion under the svc shock coil was found at 47.7-48.0cm from the connector pin. The etfe coating on one sensing cable was abraded at this location which could contribute to the reported noise and inappropriate therapy.